Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the staples stop where the knife stopped? No information. If no, was the staple line complete? Na. Were the staples in the proper b-form shape? No information . The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the knife stopped after the knife moved forward about 1/3 on the target tissue at the 1st firing on the rectum. No bleeding occurred. The knife reverse switch was pressed and the knife was released without any problem. Another device was used to complete the case. There were no adverse consequences to the patient.